Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the surgeon felt a lateral imprecision occurred when placing screws with the driver. It was reported that the surgeon felt that the driver did not hold the screw tightly enough, resulting in the screw being placed slightly lateral to the desired location. Confirmation spins found that the screw was more lateral than desired and that the tip of the screw had breached the body of the spinous process anteriorly. The surgeon elected to not perform revisions on the screws as the placement was satisfactory for the procedure and was not a risk for the patient. The imprecision was reported to have been about 5 mm. There was no reported delay to the procedure due to this issue. No additional information was provided.

Manufacturer narrative:
Additional information: medtronic received information that the surgeon has not had the reported issue repeat following a modification in their technique.